Event description:
During a pci procedure, the floppy rtw fractured and remains in the pt. The 90-99% stenosed lesion was located in the calcified proximal to mid left anterior descending artery (lad). The wire crossed the lesion with a prograte micro catheter along a 7f zuma2 jck3.5sh guide catheter, and the lesion was ablated with a 1.25mm burr. When the physician attempted to advance a 1.75mm burr after ivus was performed, resistance was encountered. When the burr was advanced during dynaglide, the floppy rtw came out slightly proximal. Therefore, a torquer was attached to the wire and it was advanced to the distal segment. The burr was advanced to the distal segment of the lesion by dynaglide and was ablated at 190,000 rpm's. After the burr was removed, a sprinter 2.5/20 balloon was advanced over the floppy rtw and used to dilate the lesion. During angiography prior to deployment of a cypher2.5/28 stent at the mid to distal lad, the physician noted that the distal end of the wire had fractured. The stent was deployed without changing the wire. After deployment, the physician attempted to advance a 3.0/28 cypher stent over the floppy rtw, however, was unsuccessful. The wire was exchanged and the 3.0/28 cypher stent was deployed. Under fluoroscopy of the peripheral lad, a small perforation was noted at the distal side of the 2.5/28 cypher. A maverick2 2.0/30 balloon was used to treat the perforation. When angiography was performed again after use of the maverick2, the physician confirmed poor blood circulation. After the lesion was checked by echography, a pigtail catheter was punctured into the cardiac sac for dranage. Another cypher stent was deployed proximally and the procedure was completed. The pt's blood circulation was significantly worse in the peripheraal lad, and they remain in the hosp.